Event description:
Follow-up information indicated that after the patient was implanted, the healthcare provider (hcp) advised her to wait two weeks before turning the device on so the nervous system could "settle down." Once the device was turned on, "no response was seen on the patient's bladder." On (B)(4) 2013, the device was "relocated to another nerve head." However, "no response was seen from the device again." Approximately 3 months later, the device was "repositioned to a totally different location." Again, "there was no response seen", and the patient noticed "some pain" afterwards. In addition, the patient experienced nerve stimulation "in the leg, in the lower body." The patient therefore decided to turn the device off until "on or about (B)(6) 2013", when it was finally removed. The reporter indicated that the patient believed that the device or a component of the device may have been "defective."

Event description:
It was reported that there was a revision and no benefit from the therapy. It was noted that the patient "tested positive" for sacral neuromodulation through two "successful' percutaneous nerve evaluation tests; it was stated that the patient "seemed" to receive no benefit from the therapy after the implant of her permanent lead. The patient reportedly had a lead position revision "from one side to another." It was stated that the patient tried "nearly all" the possibilities of programs, and the "only" feeling was a "beating near her anus." It was noted that there was "only one time" when the patient experienced a fecal incontinence. It was stated that after 15 minutes of "any running program," she "lost" the feeling, even when she increased the voltage. It was noted that the device "seemed to be working properly." It was later reported that the impedances "looked fine," but "almost all" had the same value. However, it was later stated that impedance measurements showed had different values "within the range" for all contacts, which "ruled out the possibility of connection between all contacts." It was indicated that there was "no issue in the system itself" and the impedances did not indicate a problem with the lead. It was noted that when the lead was positioned in s3, the sensory response occurred in rectum as expected. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review indicates the information in MFR. Report # 3007566237-2013-01756 pertains to this manufacturer¿s report. Any additional info will be reported in this report.

Event description:
Additional information received reported that on (B)(6) 2011, the patient had a permanent system implanted on the right side. The patient was reportedly told to come back two weeks after the surgery to allow her body to ¿get acquainted¿ to the device; the device was then turned on at that appointment. The patient stated that she had no relief of symptoms, but experienced pain and could not walk, go to work or exercise. On (B)(6) 2012, a new lead was placed in a lower foramen. The patient experienced no change in pain level and still experienced a lack of therapy with no relief of symptoms. The patient then saw a different physician who moved the system from her right side to her left side on (B)(6) 2012. Following this surgery, the patient still had no relief of symptoms and was experiencing pain. The patient visited the hospital six more times following the revision. The patient then requested that the system be removed because it was ¿paralyzing her life.¿ the patient had trouble finding a surgeon to remove the system, but eventually had it explanted on (B)(6) 2013 by a family surgeon. The patient reported that she felt better and was doing much better since the system had been explanted. The patient stated that she was able to attend to her normal life routines and her wounds had ¿pretty much¿ healed. The patient stated that she was ¿dealing with¿ her symptoms.

Manufacturer narrative:
(B)(4). Product ID 388928, lot# 0205660109, product type lead; product ID 388928, lot# 020 5392450, product type lead; product ID 3095-10, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).